Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had never had good therapy control since implant. The nurse was instructed on how to change programming and they created 4 new programs for the patient to try. It was also noted that the impedance on contact 0 was slightly higher than other case values but no out of range values. Additional information was received from a healthcare professional (hcp) and it was reported that the patient had tried all 4 programs and none of them had been effective since (B)(6) 2016. The hcp reported that the patient said program 4 was painful. The hcp reported that the patient was not getting therapy benefit. The hcp reported that the patient had not been keeping a diary since her last reprogramming session on (B)(6) 2016. The hcp reported that the patient used program (B)(6) of the time and program (B)(6) of the time but patient reported not getting benefit from either of them. The hcp reported that the patient¿s diary now showing any use of programs 3 or 4. The hcp reported that one of the programs gave the patient stimulation that was too strong and was painful. The hcp was walked through reprogramming the patient ¿ program 1: 0+3-, patient reported feeling stimulation at 0.95v, program 2: 0-3+, patient reported feeling stimulation at 0.9v, program 3: 1+2-3- was at 0.9 so turned down to 0.6 and stimulation was more comfortable for the patient (electrodes weren't changed), program 4: c+3- was at 0.6 turned up to 0.8 and patient was comfortably feeling stimulation (electrodes weren't changed). The hcp reported that the patient was feeling stimulation for all 4 of the programs in the bicycle seat area. The hcp reported that the patient was not compliant about keeping a diary and it was hard to get clear responses from the patient. The hcp reported that the patient had a urinary tract infection (uti) last month and currently had a uti at the time of the report. Additional information was received from the hcp and it was reported that 2 programs were changed, the uti was negative and 2 amplitudes were changed. The hcp reported that antibiotics were given to the patient but the culture results came back negative. It was unknown it the uti was related to the device or therapy because the hcp reported that the patient went different doctors for uti and treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.